Manufacturer narrative:
Previous applied fdc d16 code are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: they believe the issues were caused because staff forgot to keep it plugged in for an extended period of time.

Event description:
It was reported that there were two error messages shown on the screen ''get exported value cannot be called before prerequisite import" and "compose main failed". During monitoring, the values were fluctuating without stimulating. During troubleshooting rep plug into a different power outlet - error messages did not appear but during monitoring, the values were fluctuating without stimulating. The speaker were having scratchy sound. The case was completed by a different nerve monitor. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.